Event description:
A malfunction alarm with code malf 12 was reported, which did not impact the customer¿s blood glucose level beyond the threshold of 500 mg/dl (27.7 mmol/l). Technical support provided information on resetting the pump and assisted the customer with the reset process. After resetting, the malfunction code did not recur, allowing the customer to continue using the pump. Instructions were given to contact technical support again if the malfunction reappeared, and the customer acknowledged and understood these instructions.